Manufacturer narrative:
Additional information was provided stating that the customer continued to have nausea an overall body pain after being released from the hospital. Additionally, customer experienced moderate ketones and customer was advised to go to urgent care on (B)(6) 2021. Reportedly, the cause for the ketones was unknown, however healthcare provider noted that the positive ketones could be from lack of nutritional intake and could be starvation ketosis. No additional information was provided regarding urgent care visit.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided), vomiting, diarrhea, nausea, and diabetic ketoacidosis. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Reportedly, the customer was released three days later, however, customer experienced ongoing body pain. Additionally, it was reported that the customer experienced a low bg level (value not provided) and exhaustion. Reportedly, customer required assistance from partner to treat bg via consumption of carbohydrates. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.